Event description:
Grade IV contracture left side. Grade iii contracture right side. Severe asymmetry and deformity. 3 degree ptosis left, 2 degree ptosis right. Silicone gel breast implants in place 1977.